Manufacturer narrative:
The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control.

Event description:
It was reported that the following day after a spinal cord stimulation (scs) lead implant procedure, the patient was seen for programming and the patient did not feel any stimulation. Low impedances were measured on the scs lead. The patient underwent a procedure where the lead was removed and replaced with a new one. Post operatively the patient was doing well.

Event description:
It was reported that the following day after a spinal cord stimulation (scs) lead implant procedure, the patient was seen for programming and the patient did not feel any stimulation. Low impedances were measured on the scs lead. The patient underwent a procedure where the lead was removed and replaced with a new one. Post operatively the patient was doing well.